Manufacturer narrative:
This report is submitted on july 3, 2020.

Event description:
Per the clinic, the patient was placed under mac anesthesia on (B)(6) 2020, in order to excise excess skin at the implant site.